Manufacturer narrative:
(B)(6). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During percutaneous transluminal angioplasty procedure with stenting of a lesion in the left common iliac artery, a powerflex pro balloon catheter delivered for and inflated for post-dilatation ruptured at 7 atmospheres (atm). Therefore the balloon was changed to another balloon. The procedure was finished successfully. There was no reported patient injury. The lesion was mildly calcified and tortuous. The rate of stenosis was 99%. The product will not be returned for analysis. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast media being used and the contrast to saline ratio are unknown. The type of inflation device used is also unknown. It is also unknown if the same indeflator was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve and while inserting the balloon through the guide catheter. It is unknown if there was any difficulty advancing the balloon catheter through the vessel and if there was difficulty crossing the lesion. It is also unknown if the catheter was ever in an acute bend. It is unknown if the balloon catheter kinked while being used. It is also unknown if the balloon catheter removed easily from the vessel and from the other devices. However, the product was removed intact (in one piece) from the patient.

Manufacturer narrative:
During percutaneous transluminal angioplasty procedure with stenting of a lesion in the left common iliac artery, a powerflex pro balloon catheter delivered for and inflated for post-dilatation ruptured at 7 atm (seven atmospheres). Therefore the balloon was changed to another balloon. The procedure was finished successfully. There was no reported patient injury. The lesion was mildly calcified and tortuous. The rate of stenosis was 99%. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast media being used and the contrast to saline ratio are unknown. The type of inflation device used is also unknown. It is also unknown if the same indeflator was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve and while inserting the balloon through the guide catheter. It is unknown if there was any difficulty advancing the balloon catheter through the vessel and if there was difficulty crossing the lesion. It is also unknown if the catheter was ever in an acute bend. It is unknown if the balloon catheter kinked while being used. It is also unknown if the balloon catheter removed easily from the vessel and from the other devices. However, the product was removed intact (in one piece) from the patient. The product was not returned for analysis. A device history record (DHR) review of lot 17197664 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of mild calcification and tortuosity and a rate of stenosis of 99% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.